Event description:
The customer reported to beckman coulter that the manual probe of the coulter lh 780 hematology analyzer was leaking. Approximately 6 ml of diluent leaked onto the worktop and the floor. The operator was wearing personal protective equipment at the time of the event. There are no reports of any injuries or exposures to any laboratory personnel. No erroneous results were generated; accordingly, there were no changes to patient care or treatment. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
A beckman coulter inc. Field service engineer (fse) visited the site and evaluated the system. The fse found a leaking aspiration needle. The fse removed and replaced the vent line sensor tubing that is attached to the aspiration needle. The issue was resolved. Service activity performed was verified to meet the specified requirements per established procedures. (B)(4).